Event description:
The customer states they received a false negative result on the provue with a sample that resulted a weak reaction (m1+) on an alternate provue. No erroneous or incorrect results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site for troubleshooting of the provue. The fe ran qc. All qc passed. No troubleshooting was required, analyzer was operating as intended. As per cts-us second level support - the provues are reading the reactions appropriately. The cells buttons on the negative reactions in both cells 1 and 2 on provue (B)(4) show a disturbance in the cell button that slightly hooks on the side. There were no errors during processing. (B)(4).